Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl at the time of incident and other blood glucose level was 370 mg/dl. Customer stated that the insulin pump was not delivering insulin from the time they decided to use it, they mentioned that since they got the insulin pump they were not using it instead they were taking insulin shots, however they used it for first time. Customer was using insulin pump system within 48 hours of reported event. Customer treated their high blood glucose with insulin shots. Customer alleges insulin pump was under delivering because insulin pump did not delivering the insulin. Customer assisted with the troubleshooting. The insulin pump will not be returned for analysis.